Manufacturer narrative:
(B)(4).

Event description:
It was reported that "inaccurate cgm values" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported that her cgm was reading 76 mg/dl, then 66 mg/dl, and then dropped to 50 mg/dl. No bg meter comparison values were reported. The patient was wearing a tandem mobi insulin pump. The patient stated she was asymptomatic but went to the hospital due to her low cgm values. At the hospital, blood work was done and was reported to be ¿normal¿. There was no information of medication being provided to the patient. There was no information provided on how long the patient was at the ER/hospital before being discharged. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-325088 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.